Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient fell asleep with their tablet over the implantable pulse generator (ipg) device and woke up feeling dizzy. It was discussed that it could be due to possible interference with the bluetooth wireless of the tablet. The device remains in use. No patient complications have been reported as a result of this event.